Event description:
A nurse reported that the system suddenly lost pressure and the pt's chamber collapsed while performing the air/fluid exchange during a vitrectomy procedure. The system's pressure was increased and the anterior chamber stabilized. The case was completed without further incident. The pt's outcome is reported as good with no adverse effects. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported problem. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report(s) for this system. The root cause is unk. An internal investigation has been opened for reports of the auto infusion valve not switching to air during fluid air exchange (fax). (B)(4).